Event description:
The hosp nurse reported that while attempting to take a biopsy during a bronchoscopy procedure, a micovasive biopsy forceps could not be closed. The dr pulled on the forceps. As this was being done, the dr viewed the site and noticed a foreign body inside the pt's bronchus. The forceps was removed from the scope and a second forceps was inserted into the bronchoscope. The second forceps was used to retrieve the foreign body. After the object was removed, the procedure was completed. An x-ray was taken following the procedure - the pt's bronchus appeared to be void of foreign material, according to the x-ray. There were no adverse events related to the occurrence.